Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic procedure, the instrument jaw could not be fully open after it has been closed for grasping tissue. They needed to use another instrument to help with opening the closed jaws. Another one was opened and the rest of the procedure was completed without problem. There was no pt injury.